Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump passed the error test. The device was received with normal operating currents. No unexpected off no power alarm or black circle noted. The unit passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
Customer received an unexpected restart alarm and also the numbers on the screen of the insulin pump are scrolling up on their own when she tried giving herself an insulin bolus; this happened before the alarm. Customer stated that the issue related to the numbers ramping, also happened two months ago but she didn't report it. Customer indicated that the screen has a black circle. Blood glucose is 43 mg/dl; customer treating with manual insulin injections since incident. Customer did not remember the blood glucose value at the time of the event. Customer stated that the buttons are not responding. Customer stated that the device was not stored for an extended period of time. Last blood glucose is 89 mg/dl. Nothing further reported.